Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer cannot go to the main menu when they were trying to rewind insulin pump. The customer blood glucose level was 111 mg/dl. Customer was assisted with troubleshooting. Customer states pressing menu button did not take them to the menu screen. Customer states using the up arrow does not allow them to navigate screens. Customer states using the down arrow does not allow them to navigate screens. Customer states the insulin pump was not exposed to high altitude. Customer states block mode was inactive. Customer states the buttons were not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly (B)(4).